Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider, the service provider verified the event and was unable to duplicate de error code. Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed without the product return.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.